Event description:
It was reported by the rep that when the device was used during a laparoscopically assisted hysterectomy procedure, it was difficult to fire, difficult to open, and had staple line bleeding. It is unknown how the case was completed. No further patient consequence was reported.